Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of her essure devices/ one of her essure devices was not in place / migration of essure device") in a (B)(6) female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included labial abscess drainage on (B)(6) 2011. Concurrent conditions included discomfort, gas evolution in intestine, premenopause, cramp in lower abdomen and benign polyp of uterus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2016, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2017, the patient experienced rash ("purple rash on jawline"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypertension ("high blood pressure"), neck pain ("neck pain") and device deployment issue ("issue placing essure in the left tube"). The patient was treated with dicycloverine hydrochloride (bentyl), hydrocortisone, amlodipine (amlodipin) and surgery (hysterectomy(partial) and salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, diverticulitis and device deployment issue outcome was unknown, the hypertension had not resolved and the rash and neck pain was resolving. The reporter considered abdominal pain, device deployment issue, device dislocation, diverticulitis, hypertension, neck pain and rash to be related to essure. The reporter commented: provider had issue placing essure in the left tube, it wouldn¿t stay. By third try it stayed in place. The left fallopian tube was surgically absent and I could not visualize any remaining essure device in the serosa of the left cornua. Diagnostic results: on (B)(6) 2013 hysterosalpingogram test showed, unilateral occlusion (right tube occluded). Left tube was not closed. Essure devices were visualized bilaterally and the left essure device could not be completely visualized in the correct position. On confirmation hsg the left essure appeared to be penetrating into the fundus of the uterus with failed tubal occlusion and the patient was having pain. Pelvic ultrasound with trans-abdominal and trans-vaginal scanning reveals it does not appear as though the central tip of the left essure device is penetrating the myometrium. The right essure device is identified in the fallopian tube as well. Impression: ¿proud¿ essure device extending from the left uterine tube into the endometrial cavity by what is probably at least 1 cm, maybe more. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: device dislocation, abdominal pain, diverticulitis, menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical condition and concomitant disease added. Essure start date and indication updated and stop date and lot number added. New events high blood pressure, purple rash on jawline, neck pain and issue placing essure in the left tube were added. Treatment drug and lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of one of her essure devices/ one of her essure devices was not in place / migration of essure device/ migration of device:location ofdevice:uterus/left tube not occluded") in a 37-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "issue placing essure in the left tube". The patient's past medical history included depression, dyslipidemia and chronic renal failure. Previously administered products included for an unreported indication: mirena from 2003 to 2013. Concurrent conditions included labial abscess drainage since 2011, discomfort, gas evolution in intestine, premenopause, cramp in lower abdomen, benign polyp of uterus and migraine. Concomitant products included dicycloverine (dicyclomine), fluticasone, magnesium, meloxicam, montelukast, pantoprazole sodium, topiramate and zinc. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced rash ("purple rash on jawline"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypertension ("high blood pressure") and neck pain ("neck pain"). The patient was treated with dicycloverine hydrochloride (bentyl), hydrocortisone, amlodipine (amlodipin) and surgery (hysterectomy(partial) and salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain and diverticulitis outcome was unknown, the hypertension had not resolved and the rash and neck pain was resolving. The reporter considered abdominal pain, device expulsion, diverticulitis, hypertension, neck pain and rash to be related to essure. The reporter commented: provider had issue placing essure in the left tube, it wouldn¿t stay. By third try it stayed in place. The left fallopian tube was surgically absent and I could not visualize any remaining essure device in the serosa of the left cornua. Diagnostic results: on (B)(6) 2013 hysterosalpingogram test showed, unilateral occlusion (right tube occluded). Left tube was not closed. Essure devices were visualized bilaterally and the left essure device could not be completely visualized in the correct position. On confirmation hsg the left essure appeared to be penetrating into the fundus of the uterus with failed tubal occlusion and the patient was having pain. Pelvic ultrasound with trans-abdominal and trans-vaginal scanning reveals it does not appear as though the central tip of the left essure device is penetrating the myometrium. The right essure device is identified in the fallopian tube as well. Impression: ¿proud¿ essure device extending from the left uterine tube into the endometrial cavity by what is probably at least 1 cm, maybe more. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: device dislocation, abdominal pain, diverticulitis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Concomitant disease, concomitant drug and historical drug added. Event : device dislocation updated to device expulsion incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of one of her essure devices/ one of her essure devices was not in place / migration of essure device/ migration of device:location ofdevice:uterus/left tube not occluded") in a 37-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "issue placing essure in the left tube". The patient's past medical history included depression, dyslipidemia and chronic renal failure. Previously administered products included for an unreported indication: mirena from 2003 to 2013. Concurrent conditions included labial abscess drainage since 2011, discomfort, gas evolution in intestine, premenopause, cramp in lower abdomen, benign polyp of uterus and migraine. Concomitant products included dicycloverine (dicyclomine), fluticasone, magnesium, meloxicam, montelukast, pantoprazole sodium, topiramate and zinc. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced diverticulitis ("diverticulitis"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In july 2017, the patient experienced rash ("purple rash on jawline"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypertension ("high blood pressure") and neck pain ("neck pain"). The patient was treated with dicycloverine hydrochloride (bentyl), hydrocortisone, amlodipine (amlodipin) and surgery (hysterectomy(partial) and salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain and diverticulitis outcome was unknown, the hypertension had not resolved and the rash and neck pain was resolving. The reporter considered abdominal pain, device expulsion, diverticulitis, hypertension, neck pain and rash to be related to essure. The reporter commented: provider had issue placing essure in the left tube, it wouldn¿t stay. By third try it stayed in place. The left fallopian tube was surgically absent and I could not visualize any remaining essure device in the serosa of the left cornua. Diagnostic results: on (B)(6) 2013 hysterosalpingogram test showed, unilateral occlusion (right tube occluded). Left tube was not closed. Essure devices were visualized bilaterally and the left essure device could not be completely visualized in the correct position. On confirmation hsg the left essure appeared to be penetrating into the fundus of the uterus with failed tubal occlusion and the patient was having pain. Pelvic ultrasound with trans-abdominal and trans-vaginal scanning reveals it does not appear as though the central tip of the left essure device is penetrating the myometrium. The right essure device is identified in the fallopian tube as well. Impression: ¿proud¿ essure device extending from the left uterine tube into the endometrial cavity by what is probably at least 1 cm, maybe more. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: device dislocation, abdominal pain, diverticulitis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.